Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to the defective single point load cell 2. Upon visual inspection, observed damaged front enclosure on the autopulse platform. Unable to perform functional testing due to error message ua 07 (discrepancy between load 1 and load 2 too large). The archive data review showed multiple ua 07 error code. The cause for this error message, is due to the defective single point load cell 2. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with sn (B)(4).

Event description:
As reported, during shift check the autopulse platform sn (B)(4) displayed user advisory ua 07 (discrepancy between load 1 and load 2 too large) and the error code wouldn't clear even after several tries. No patient involvement.